Event description:
We have had two 8 french double lumen medcomp central access catheters have the hubs crack during use. In one case, the catheter had to be removed as the patient was being treated for sepsis. In the other case, the catheter has yet to be removed. Both cases occurred this year; both catheters were place last month (B) (6) 2009 and (B) (6) 2009. Dates of use: (B) (6) 2009 -- (B) (6) 2010. Diagnosis or reason for use: oncology administration of medication and fluids.